Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, home patient (hp) had a leak. The hp called for assistance to remove the cassette. The hp stated that he accidently mixed up the patient and drain lines so when the prime started the solution was coming out the drain line in the cassette organizer. The hp removed the cassette and would start over with new supplies. Global product surveillance contacted hp on (B)(6) 2011. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint for leak is confirmed due to the use error described by the home patient. The hp stated that he accidently mixed up the patient and drain lines so when the prime started the solution was coming out the drain line in the cassette organizer, causing the leak. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.